Manufacturer narrative:
Device not returned.

Event description:
It was reported that customer experienced "battery charging issues." Additionally, it was reported that intermittent temperature alarms occurred while the battery was charging. Customer was unable to clear the alarms and reverted to an alternate pump for insulin therapy. There was no impact to customer¿s blood glucose.